Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off which resulted in the customer going to the emergency room (ER). The customer's blood glucose (bg) level was 600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Upon admission to ER the customer was treated with intravenous (IV) fluids of saline and insulin. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was released from the ER the same day with no permanent damage.